Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that the screws on the axsos 4.0mm proximal lateral humeral stainless steel plate were not gripping the patient bone